Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported approximately a month post implant that the device had sensing issues. There were two asystole episodes recorded that had some non-physiological swings in the waveform and some undersensing had been documented. It was noted that the patient did not have any symptoms associated with the episodes. The sensitivity was adjusted and the device is still in use. No patient complications have been reported as a result of this event.